Event description:
It was reported that the left ventricular (lv) lead had come to sit within the body of the coronary sinus. The lead could not be advanced and was therefore explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).